Manufacturer narrative:
Date of event: unknown. Expiration date: unknown. Because the serial number is unknown, the expiration date is unknown. Implant date: (B)(6) 2014 (the patient did not have the exact date). Explant date: not applicable; lens remains implanted at time of report. Because the lens remains implanted at the time of the report, the lens is not available for return at the time of sending the medical device report. Manufacture date: unknown. Because the serial number is unknown, the manufacture date is unknown. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
The patient reported that he is seeing eight to twelve rings around headlights while driving at night as well as led lights that significantly affect his daily activities. The patient stated that it is a problem and makes judging distance difficult particularly while driving. He continues to work and drives frequently at night. The patient stated that he has a model zma00 lens implanted in each eye. The patient did not know the serial number for the zma00 lens implanted in the right eye. The patient knew the lens was implanted in (B)(6) 2014 but did not have the exact date. An MDR is being filed for the lens in each eye. This MDR is being filed for the right eye.

Manufacturer narrative:
Additional data serial no. (B)(4) (was provided by the physician's office). Expiration date: 6/24/2019. Manufacturing date: 7/24/2014. Corrected data catalog number zma00u0195. Implant date: (B)(6)2014. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Manufacturer narrative:
It was reported that the surgeon explanted and implanted a different lens in both eyes and the surgery was completed successfully. A separate MDR is being submitted for each eye. Explant date: (B)(6) 2015. The manufacturing record review was performed. No deviation or non-conformance report (ncr) was identified for the complaint type reported or related to the initial report information when this production order was manufactured. There were no process and / or material changes within the production order number. There were no non-conformances with respect to the sterilization process. The in-line optical inspection data shows the lens is within power specification. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the surgeon explanted and implanted a different lens in both eyes and the surgery was completed successfully. A separate MDR is being submitted for each eye.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. Visual inspection of the return sample showed that the lens was received damaged. The iol is cut, one of the haptics is partially missing and the other haptic is cut. The condition of the lens is consistent of a lens was explanted from the patient¿s eye. Due to the condition of the lens, no further analysis was possible. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Corrected device manufacture date to 7/24/2014. All pertinent information available to abbott medical optics has been submitted.